Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the cutter did not move (did not function) during surgery. The procedure type was unknown. The procedure was completed on the same day by replacing the product with a new pack and probe. There was no patient impact. Additional information requested and received that actuation problem of the cutter occurred.